Event description:
It was reported that during an l1 kyphoplasty utilizing spinejack, the cannula would not detach from spinejack prior to injecting cement. The physician used additional instrumentation to detach the implant. Height restoration was achieved, the procedure was completed successfully without a clinically-significant delay, and no additional medical intervention or adverse consequences have been reported.